Event description:
It was reported that the patient underwent surgery to treat spondylosis at 2 levels with implant of pedicle screws fixation. Post-op, it was reported that a pedicle screw has broken. The screw still remains in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation. Lateral x-ray views of an l4 to s1 tlif with pedicle screws were provided. It is reported that a pedicle screw is broken, however the two lateral views cannot verify this. The upper s1 screw does appear slightly irregular and this could represent fracture however it cannot be completely verified.